Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. She sees glare and halos on the computer; the letters appear smeared. She drives at night and cannot see the street sign four cars ahead of her. Her distance vision during the day was not clear as expected. Additional information was requested and received, stating there was no change in vision. Continued issues with clarity of vision were reported by the patient. She stated that facial expressions of her colleagues walking up to her could not be seen and that street signs could not be read from a distance. The surgeon was seen by the patient that morning, and she was informed that a film (posterior capsular opacification) was healing over the intraocular lens. It was communicated to the patient that most patients do not develop this so quickly and that follow-up would be conducted. A second-opinion appointment had been scheduled by the patient.